Manufacturer narrative:
At this time, there have been no samples or visual evidence returned for evaluation; therefore, no corrective action is possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Subject is a (B)(6) year old female enrolled in preserve (B)(6) 2016 with option¿ elite retrievable vena cava filter placed same day for contraindication to anticoagulation (planned to be off anticoagulation prior to cytoreductive surgery). Subject has diabetes requiring oral insulin, a current malignancy, shortness of breath due to ascites, gfr > 60 and a previously resolved bilateral central pe. Subject was hospitalized at a different facility on (B)(6) 2017 after displaying decreased oxygenation, chest pain, and shortness of breath in the office. Pulmonary embolism workup was performed and subject kept inpatient for testing. Physicians were unable to determine if pulmonary emboli and upper extremity emboli were new and not chronic. Subject was discharged in stable condition on (B)(6) 2017. Pi was unable to determine whether pe is new or result of chronic changes based on previous records at this time. Subject completed 6 month follow-up on (B)(6) 2017 but could not be reached subsequently and was recorded as lost to follow-up on (B)(6) 2017.